Manufacturer narrative:
Serial numbers: (B)(4). For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. For the 1 unit, the adjustable pressure limit valve assembly was replaced to resolve the reported issue. For 1 event, the checkout of the unit was performed by a distributor.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1011-9000-000 anesthesia gas machine experienced flow problems. 2 unit was reported for a malfunction of the adjustable pressure limit valve preventing manual ventilation. These reports were received from various sources. Of the 2 events, 2 did not involve a patient.